Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "infection" is considered an unexpected adverse drug experience.

Event description:
Health professional reported that a patient was injected in the cheeks with 4 syringes of juvéderm® voluma¿. A few months later, the patient came back with something that looked like ¿a pimple¿ at the injection site and when it was popped ¿junk came out, but it was not filler.¿ the patient reported that they now have ¿sepsis¿ due to the filler and "was in the hospital and almost died." The event is ongoing. This is the same event and the same patient reported under 3005113652-2021-00501. This MDR is being submitted for the serious adverse event against the juvéderm® voluma¿ xc.